Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and a warped heater tray was found. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A 15-minute 1000 ml simulated treatment was performed and completed without any failures or problems. No fluid leaks in the test cassette during the simulated treatment. The cycler underwent and passed a system air leak test and valve actuation test. The voltage check passed. During the internal inspection, bent set screws on the heater tray mount were encountered. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no signs of a burning smell or smoke encountered during the investigation. The cycler tested positive for glucose. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient noticed a burn smell during step 2 of setup of their pd treatment. The patient stated that they noticed a small amount of smoke coming from the back of the cycler. No alarms were reported. There was no visible flame or spark reported. The patient was advised to discontinue use of their cycler and follow-up with their peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the patient. Upon follow-up with the pdrn, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event and the old cycler has been picked up and returned.